Event description:
Four aptus endoanchors were implanted into another manufacturer's stent graft system which was implanted in the patient as a prophylactic during the endovascular treatment of a 39 mm in diameter abdominal aortic aneurysm. It was reported that, twelve days post index procedure, the patient experienced a wound infection at the location of the left groin incision site. The patient had a fever, experienced pain, and purulent drainage was observed from the drain. The physician elected to perform a left groin incision and drainage. The physician then placed antibiotic beads. The patient was hospitalized and discharged ten days later. The patient recovered and the event was resolved. Per the physician, the cause of the event was related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.